Manufacturer narrative:
Act button did not respond due to corroded keypad trace. Pump received with cracked display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
Customer reported that the insulin pump's keypad was unresponsive. Customer stated that while she was attempting to set the temp basal, the words on the display were blinking. Customer also reported that the insulin pump had many small cracks under the screen. Blood glucose level was 68 mg/dl at the time of the call. No further information was provided.